Manufacturer narrative:
The distributor replaced the power supply. The unit was returned to facility where it was determined that the power supply had failed.

Event description:
The customer advised distributor in another country, that while the unit was in use on a patient, after about 20 minutes, the display became white. The unit continued to assist the patent. The display restored itself. Later, the pump shut down with a high pitched alarm sound. Hospital staff recycled power and continued therapy. The unit then generated an electrical test failure code 39 (comm hc11 failed to interrupt 6809 and/or 68020 cpu) and stopped pumping. They recycled power to the unit and restarted pumping, but 20 minutes later an electrical test failure code 55 (sync failure entering system configuration mode) was generated and the unit shut down again. The patient was switched to another unit and therapy was continued. No patient injury was reported.